Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/22/2017 with the following findings: black box history cs 078-008 on (B)(6) 2016. Not able to reproduce during investigation. Opened pump and found evidence of moisture and deposits on the motor flex connector and throughout. Moisture ingress likely at audio bolus button. Upon further investigation, audio bolus button appears loose. Battery compartment crack traveling to bumper pad caused by disassembly of pump during investigation. Audio failure due to moisture corrosion.